Manufacturer narrative:
This is a initial-final report. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erroneously high readings from his adc freestyle libre sensor compared to a competitor¿s meter, and provided the following comparisons: sensor: 18.80 (339 mg/dl) vs meter: 7.60 (137 mg/dl); sensor: 23.80 (429 mg/dl) vs meter: 12.70 (229 mg/dl) and sensor: 18.80 (339 mg/dl) vs meter: 6.40 (115 mg/dl). He further reported that on (B)(6) 2019 he experienced a loss of consciousness and a coma. Paramedics were called and customer was transported to (B)(6) hospital. At the hospital, customer was diagnosed with hypoglycemia and treated with glucose via injection. No additional treatment was reported. It is unknown when the readings comparisons were done relative to the medical event. There was no report of death or permanent injury associated with this event.